Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'airline failure' which was not reproduced. The reported condition was verified. The cause was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an "airline failure" during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information b5, h6 device: additional event information was reported stating stated that the error was displayed as air in line however when the tubing was checked and replaced, after confirming there was no air the same error message occurred. The error occurred immediately after closing the door and removing the latch key. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Review of the event history log (ehl) found multiple "air-in-line" messages as evidence for the customer-reported allegation of "air line failure".